Event description:
It was reported that shortly after device implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of non-physiologic signals. Technical services (ts) was contacted for further consult review of the presenting electrogram (egm). Upon review, the presenting egm showed oversensing on the right ventricular (rv) lead channel that led to pacing inhibition. It was believed that the cause was due to possible air escaping the header of the device. The physician plans to continue to monitor the patient at this time. No adverse patient effects were reported. This crt-d remains in service.